Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stuck on maintenance mode due to component. Field service engineer discovered that half height cubie drawer two was causing pyxibus to hang so engineer replaced failed components to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system station stuck on maintenance mode. The customer reported that users were unable to remove medications. There was delay in patient care as the pharmacy was able to help the user to obtain the medications. There were no adverse events or injuries reported based on this event.